Event description:
It was reported that the patient experienced hyperglycemia after the ilet was found powered off; the device was placed on the charger and powered on with sufficient battery, and engineering log review indicated the ilet was manually shut down. Symptoms included elevated blood glucose with a reported peak of 400 mg/dl and no reported acute clinical effects. Outcomes included no medical intervention, no hospitalization, no ketone testing, and continued use of the ilet. Investigation included review of engineering/device logs and technical review. Investigation of this case revealed a user-initiated device shutdown. It was concluded that the event was related to user action, with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.